Manufacturer narrative:
(B)(4).

Event description:
A charger (lot number 2135432) was returned for evaluation. A visual inspection was performed and no defects were found. A load testing was performed and the test passed. There were no issues with the returned charger. Additionally, a universal serial bus (usb) (lot number 2135962) cable was returned for evaluation. A visual inspection was performed and no defects were found. Cable testing was performed and the test passed. There were no issues with the returned usb cable. The reported event of an overheating charger cable was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's charger cable was overheating. No additional event or patient information is available.